Event description:
A male patient underwent stenting of a chronic total occlusion in the right coronary artery (rca). The physician initially used a 3.5x33mm cypher select stent to perform the procedure. After the stent was in position, the doctor attached the gauge to the proximal part of the delivery system and was unable to inflate the balloon to deploy the stent. Another 3.5x33mm cypher select stent was successfully deployed using the same indeflator. There were no reported patient injuries. Additional information will be submitted within 30 days of receipt.